Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. The user reported on (B)(6) 2024 paramedics were called by his wife and his bg was 16 mg/dl. The user was sent to the ER for monitoring. The user reported his ilet "seemed fine." At the ER it was determined the issue was caused by gastroparesis due to the user selecting a normal carb dinner option and not digesting. On (B)(6) 2024 the cds followed-up with the user. The user is back home, and his bg is in normal range. The user reported he did no physical activity on the day of the event and ate a normal dinner. The user did a meal announcement before eating. Due to gastroparesis, the cds recommended announcing mid meal. Beta bionics followed up with the user to clarify their symptoms during the event, and the user confirmed they required assistance to treat their hypoglycemia, they did lose consciousness, they experienced a mild headache and "lost the use of their arms, legs, and voice for about 2 hours".

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts associated with insulin delivery or device algorithm were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-01-18 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-01-18.unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the user's cgm glucose was in range most of the day on 2024-03-25. The user announced a "usual" dinner when cgm glucose was 133 mg/dl. The ilet suspended insulin delivery after the meal announcement was delivered. Cgm glucose went below range about 50 minutes after the meal announcement was delivered. Cgm glucose remained low for about 50 minutes before a "cgm g7 brief sensor issue" alert was triggered and the ilet lost cgm signal for a brief period. Cgm glucose came back online at 10:33 pm at 234 mg/dl. Nadir cgm glucose during the event was 57 mg/dl with no time spent less than 54 mg/dl. No fault was found with the ilet device. The ilet behaved appropriately and triggered low glucose alerts as well as cgm lifespan alerts. The ilet was not found to be requesting insulin throughout the prolonged low event and did not resume requests until a valid cgm glucose reading above 100mg/dl was received. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report and device logs, the ilet operated as intended. The hypoglycemic event was caused by the user's delayed absorption of their meal relative to when the meal announcement was delivered, due to their gastroparesis.